Manufacturer narrative:
The device has not yet been received by baxter. A follow-up medwatch will be filed should the device be received and evaluated.

Event description:
Customer reported an infusion pump with a condition of a change in flow rate during patient use. The facility representative stated the pump was sent up to administer 80.0cc of ativan to the patient. Upon checking the patient it was noted that the patient had received approximately 200.0cc of the medication. The representative reported no reported patient injury.